Manufacturer narrative:
No product will be returned for evaluation.

Event description:
During an unrelated discussion with a company representative, the pt stated that she experienced a significant hyperglycemic event "6 to 7" years ago. She stated that she was not sure of the cause, but her blood glucose increased to 350 mg/dl. She reported a target blood glucose value of 140 mg/dl. She reported that she became sick to her stomach as a result of her increased blood glucose. She stated that eventually she became so sick, that she went to the hospital. In the hospital, she was placed on an insulin drip and provided hydrating fluids intravenously. These actions reduced her elevated blood glucose. She speculated that the possible cause could have been related to the luer-lock on the infusion set tubing not being tightened properly, or it may been due to the seafood she ate the previous evening that could have made her sick to her stomach. She stated that "it could have been a variety of things that made my blood glucose high that day. At this point, I really don't know for sure". The serial number of the infusion device was not known by the pt. Based on the unclear timing of the event, and the fact that the pt no longer has the infusion device, and can not provide a serial number, the product will not be requested to be returned for evaluation.